Manufacturer narrative:
One used sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water was performed with no issues noted. Functional leak testing was performed with no issue noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set was observed with air in the line and disconnected. After infusion, when haning another bag of saline, air was observed in the line. When attempting to disconnect, it ¿popped off¿. The line was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.